Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that on an unspecified date/time, she was feeling low. In response to her feelings she tested with the subject meter and obtained an alleged high blood glucose reading of "272 mg/dl" with the subject meter. The patient reported testing on her other meter (accucheck) less than 1 minute later and obtained a result of "70 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient also reported that on the evening of (B) (6) 2010 (9pm) she obtained a blood glucose reading on the subject meter that was higher than usual (result not known). In response to the alleged result, the patient claimed she administered an increased dose of insulin (type and dose not known). Approximately 1 hour later, the patient reported that she developed a "diabetic low sugar." The patient claimed at the onset of symptoms she tested her blood glucose (it is not known on what device) and obtained a reading of "38 mg/dl." The patient stated that her daughter then treated her with "sugar" since she was unable to do it herself. At the time of troubleshooting, the customer service representative noted that the patient did not have quality control solution to test the reported products. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.